Event description:
As reported by the customer, during a right heart catheterization, the nurse was performing a venous blood draw from the swan-ganz catheter when a rubber tip appeared in the syringe. The catheter had been flushed prior to use. The catheter was exchanged for a new one, and a chest x-ray one day after the procedure verified the absence of a foreign body inside the patient.

Manufacturer narrative:
We received one 131f7 catheters with an attached monoject 3ml syringe with 1.5 ml limited volume for examination. A yellow rod measuring 0.92" long and outer diameter of 0.0300" was received with catheter. The yellow rod matches specifications of building material part. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric, and remained inflated for 5 minutes without leakage. There was no visual damage, contamination, or other abnormalities found on the catheter and syringe. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A review of the manufacturing records indicated that the product met specifications upon release. A supplemental report will be forthcoming once the device is received for examination.